Event description:
A greenfield filter was implanted on an unknown date. On (B)(6) 2017 it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. On (B)(6) 2017 it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported that the patient received a CT scan of the abdomen. The findings revealed that the filter is tilted mildly to the left and abuts the left lateral ivc wall. Filter is positioned in the infra renal ivc, with superior tip approximately 4 cm from the level of the renal veins. All 6 struts of the 1vc filter perforate beyond the ivc wall, without evidence of perforation into any of the adjacent structures. No evidence for fractured or significant bent strut. No definite evidence for thrombus within the ivc at the level of the stent within limitations of unenhanced imaging. Ivc is narrowed/partially collapsed above the level of the stent; it is uncertain whether this is due to low intravascular blood volume or true stenosis of the ivc.